Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in a settlement involving the sprint fidelis leads. The device is part of the advisory for this model.

Event description:
It was reported that the patient's heart rate was in the 30s, and the patient was dizzy. Inappropriate shocks, due to oversensing of noise, was also noted. It was determined that the lead was fractured, so it was replaced. No further patient complications have been reported as a result of this event. An allegation from an attorney later indicated the lead had exhibited a fracture and/or was explanted. Additionally, it was alleged the patient is deceased. Review of manufacturer's database revealed the lead was replaced approximately 3.5 years prior to patient death.